Manufacturer narrative:
(B)(4).should additional information become available, a follow up report will be filed.(B)(4).

Event description:
The customer contacted corporate product surveillance on april 5th 2010 via center for service rep. To report, she received a pair of silicone breast implant (B)(4) lot 205245 in 1980 and as far as she is concerned they were both ok. Approximately five years ago, 2005, the right breast implant of started leaking, barely showed leakage. According to her physician small scar tissues was formed around the leak that gave it the appearance of crystals which caused the right breast to become firmer than the one on the left. On (B)(6) 2010 the customer had a mammogram done and it showed that the right breast implant had one fourth more leakage that it did five years ago. The customer claimed even though she has no proof, she believes the leakage is caused from the pressure of the mammogram.

Event description:
Additional information was provided by the patient. On (B)(6) 2010 the patient had an MRI completed which indicated that both implants were leaking. The patient followed up with her primary physician who recommended she see a plastic surgeon to discuss the results of the MRI and to discuss recommendations for care. The patient was seen by a plastic surgeon who reviewed the MRI results and indicated that the breast implants were aging, both were "oozing" a little but the silicone and water leakage was contained in the scar tissue of the breast. His recommendation was to not pursue active treatment at this time, but to continue to track the progress over time. The patient indicated there was no timeframe given for her to follow up with the plastic surgeon, but rather for the patient to call if she had an issue or concern and then by seen by the plastic surgeon. The surgeon advised that the patient was in no danger at this time. The patient indicated the plastic surgeon did discuss with her what the process would entail should she decide to have the implants removed and replaced. The patient stated at this time she is "comfortable" with the recommendations made and will follow the advise of the plastic surgeon. The patient stated she has no other concerns at this time.

Manufacturer narrative:
(B)(4).